Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure to replace the ra lead, which had dislodged twice previously, pneumothorax occurred while implanting this right atrial (ra) lead. The patient required medication in order to be stabilized. No additional adverse patient effects were reported. This lead remains implanted and in service.